Event description:
It was reported that during a da vinci-assisted pediatric colectomy surgical procedure, customer stated that wires keeping the tip together snapped and it's no longer able to grasp with the fenestrated bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.